Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center had an intermittent no image and showed a solid green display on the monitor due to a defective printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. It is likely the failed circuit board was the cause of the image issues. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.